Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer initially called to report having a bad sensor alert after 3 days of use. During the call, she reported experiencing high blood glucose of 253 mg/dl and low blood glucose of 37 mg/dl. Blood glucose value at the time of the call was 181 mg/dl. She stated that she changes her set every 5 days, but the insulin pump's history showed the last rewind was on (B)(6) 2016 which was 11 days back. The customer assured the last change was done 5 days ago and the insulin pump did not record it in the history. She experienced sweating and mental confusion during the hypoglycemic event. She stated that it was due to stress and the insulin pump's programming is correct. At the end of the call, the customer failed to reset the fill cannula amount and accidentally delivered 1.9 units. She was advised to monitor her blood glucose level. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Motor passed motor test. The displacement test functioned properly. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with basal rates programmed of 2.0u; all basal rates registered properly in the daily total history. The test mini link transmitter with the glucose sensor simulator communicated properly to the insulin pump. No unexpected calibration error alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.